Event description:
It was observed during the device evaluation, the duodenovideoscope adhesives around the objective lens and light guide lens are chipped. In addition, there are damaged or missing portions of sealing agent on the around the light guide lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions found during the evaluation: cause traced to expected or random component failure without any design or manufacturing issue should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.